Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump had unexpected restart alarm. Blood glucose was unknown. Troubleshooting was performed. Customer reported they were able to clear the alarm and able to rewind the insulin pump. Alarm did not occur shortly after inserting a new battery but after that unexpected restart alarm was recurring during normal use. The insulin pump will not be returned for analysis.